Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that resulted in inappropriate anti-tachycardia pacing (atp) therapy. As a result, a lead revision procedure was scheduled. During the procedure, subclavian crush was visible. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.